Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a laparoscopic left hemicolectomy procedure, the cartridge could be connected to the handle; however, the jaws could not be opened/closed at the checking. Replaced by new cartridge and the device worked with no problem. The event occurred during the procedure but the product was not used for patient. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.